Event description:
It was reported that during procedure, the device displayed the error codes 156 (laser deck attenuator test fail) and 157 (laser deck attenuator not in). The first part of the case was completed using the original device without patient complications. The patient will come back for the second part.